Event description:
At 7:30 am, distal port of central line was found on floor with approx 30 cc of hyperalimentation solution. Clamped central line with a hemastat adjacent to pt's neck. No blood from line noted. Line pulled per md order. Dressing and pressure applied for 10 mins. Approx 40 mins later, pt complained of nausea and shortness of breath. Pt expired 5:30 pm. It is thought pt may have severed catheter with his teeth.